Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 250 mg/dl for an undisclosed time wearing the pod. It was reported that they were having problems with the app and they had to stop using the omnipod because it kept prompting them to restart the app, resulting in them having to go to the hospital multiple times due to their inability to control the bg levels. The reporter could not recall the dates but stated that the patient was diagnosed with diabetic ketoacidosis. It was further reported that they had switched back to the controller but again had problems. There were no further details provided regarding any medical treatment received while at the hospital and other back up methods used while the pod was not worn.